Manufacturer narrative:
A revision procedure was scheduled to be performed in the near future. At this time, the device and lead remain in service. An amended report will be sent if information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements greater than 125 ohms, high pacing impedances greater than 2,900 ohms, high pacing thresholds and a decrease in sensing. It was also noted that there were several recorded episodes due to noise oversensing which resulted in the delivery of an inappropriate shocks. The noise was reproducible by moving the patient's arm. A lead fracture was suspected. The physician reprogrammed the device to monitor only mode. No adverse patient effects reported.